Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the device inappropriately delivered energy to the patient via attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.